Manufacturer narrative:
Additional, corrected and/or changed data: d.7, g.3, h.6.

Event description:
Patient reported "after an examination, doctor find a rupture on the left side." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "after an examination, doctor find a rupture on the left side." The device has been explanted.